Event description:
The user facility reported a 61-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The patient's surgical graft had become infected in the area in which the impella had been inserted prior. The site was treated surgically, the infection was removed and patched.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The reported infection was confirmed unrelated to impella by the medical office and is likely related to surgical technique. This report is being filed as part of a retrospective review of historical records.